Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged a week post operation and caused the patient to convulse. The lead was programmed off. No additional adverse patient effects were reported.

Event description:
At the first post-implant device check about a week after implant a lead dislodgement was suspected and then confirmed via x-ray. No additional adverse patient effects were reported.